Event description:
It was reported that during an unknown procedure, clips were loose and fell off of the vessel. The appearance of these clips is unknown. Some of the clips were crisscrossed. It is unknown how the procedure was completed. There were no patient consequences. This is all the information available regarding the event.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed six conforming clips and one clip with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: contacted account to review clip formation information and they did state that some of the clips were scissored and the other were not formed correctly. She did not know whether they were pear shaped or had clip gap.